Event description:
The MFR's rep reported that the device was explanted and replaced with a similar device due to device recall after an implant duration of 81 months. No pt symptoms or outcome were reported.

Manufacturer narrative:
Final device analysis reveals motor gear shaft wear.